Event description:
It was reported that atrial undersensing on patient's pacemaker (pm) was noted. No intervention was reported; the patient will continue to be monitored. The patient's condition was stable before, during, and after.